Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user stated that the unit remained operational for only about 40 minutes before it shuts down. The customer noted that there was no error message displayed prior to the shutdown the screen simply goes black. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) university. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept on randomly rebooting. A field service engineer reconfigured the power option settings and display properties and tested to resolve the issue. The pyxis anesthesia station was fully operational and confirmed by the fse. The system functioned as intended after the field service engineer repaired the device.